Event description:
Medwatch # mw5119781 user facility medwatch report received that states, "perclose proglide closure system failure; 1 hour later puncture site started bleeding." Health effect- clinical code(s): hemorrhage and perforation.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of hemorrhage and perforation of vessels are listed in the electronic perclose proglide instructions for use (eifu), as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to failure to achieve hemostasis, include, but not limited to user technique (poor or partial tissue capture, air knot). The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment medwatch report #mw5119781.